Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were hospitalized on (B)(6) 2021 as they were experiencing diabetic coma and high blood glucose level 1300 mg/dl. Duration of hospitalization was for nine days. Customer was treated by insulin intravenous drip. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.